Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed self test for defib. Complainant did not indicate that there was any pt involvement in the reported malfunction.